Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead emitted beeping tones. Additional information received which indicated that this crt-d and rv lead were explanted and replaced due to pacing impedance high, out of range. The lead should be returned after pathology looks at it. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.